Event description:
It was reported that the balloon could not be deflated and removed. An nc emerge 3.50 x 15mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad) and was 100% stenosed. During the procedure, the balloon was inflated but aspiration could not be performed resulting in the balloon becoming stuck with the guidewire. The balloon and the guidewire needed to be removed together. The procedure had already been completed using the original device, so another device was not needed. There were no patient complications.